Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of gastrointestinal injury ("essure device perforated fallopian tube, uterus, and bowel"), uterine perforation ("essure device perforated fallopian tube, uterus, and bowel") and fallopian tube perforation ("essure device perforated fallopian tube, uterus, and bowel") in a female patient who received essure. On an unknown date, the patient started essure. On (B)(6) 2016, the patient experienced gastrointestinal injury (serious criterion hospitalization), uterine perforation (serious criterion hospitalization) and fallopian tube perforation (serious criterion hospitalization). At the time of the report, the gastrointestinal injury, uterine perforation and fallopian tube perforation outcome was unknown. The reporter provided no causality assessment for gastrointestinal injury, uterine perforation and fallopian tube perforation with essure. Most recent follow-up information incorporated above includes: on (B)(6) 2016: event term was specified: essure device perforated fallopian tube, uterus, and bowel. Essure start date was removed ((B)(6) 2016), it was reported as event date company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and hospitalization occurred. Upon follow-up receipt, it was specified that essure device perforated fallopian tube, uterus, and bowel. All the reported events are anticipated in the reference safety information for essure. Uterine perforation, fallopian tube perforation, and gastrointestinal injury may occur with any trans-cervical intrauterine procedure, mostly as complication of essure insertion. The mechanism of perforation and the temporal relationship with insertion procedure are not known. However, considering the events' nature, a causal relationship between the events and essure cannot be excluded. As hospitalization occurred, this case was regarded as incident. A product technical analysis and further information are being sought.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no medra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jan-2017: quality-safety evaluation received. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and hospitalization occurred. Upon follow-up receipt, it was specified that essure device perforated fallopian tube, uterus, and bowel. All the reported events are anticipated in the reference safety information for essure. Uterine perforation, fallopian tube perforation, and gastrointestinal injury may occur with any trans-cervical intrauterine procedure, mostly as complication of essure insertion. The mechanism of perforation and the temporal relationship with insertion procedure are not known. However, considering the events' nature, a causal relationship between the events and essure cannot be excluded. As hospitalization occurred, this case was regarded as incident. A product technical concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information is being sought.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 25-jan-2017: internal correction: case was considered as closed with fup receipt date from 25-jan-2017 (when ptc results were received). Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and hospitalization occurred. Upon follow-up receipt, it was specified that essure device perforated fallopian tube, uterus, and bowel. All the reported events are anticipated in the reference safety information for essure. Uterine perforation, fallopian tube perforation, and gastrointestinal injury may occur with any trans-cervical intrauterine procedure, mostly as complication of essure insertion. The mechanism of perforation and the temporal relationship with insertion procedure are not known. However, considering the events' nature, a causal relationship between the events and essure cannot be excluded. As hospitalization occurred, this case was regarded as incident. A product technical concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. No further information is expected.